Event description:
The customer stated that a (B)(6) was screened on (B)(6) 2012 using the architect hiv ag/ab combo assay and a (B)(6) result of (B)(6) was generated. The sample was centrifuged and tested again in duplicate and the results were (B)(6). The sample was tested using the roche cobas hiv method which generated a (B)(6) result of (B)(6). No adverse impact to patient management was reported.

Manufacturer narrative:
Complaint searches determined that there is no atypical complaint activity for the likely cause lot. Complaint tracking and trending review determined that there are no adverse trends and no non statistical trends identified for the complaint issue. A retained kit of architect hiv ag/ab combo reagent, lot number 16417li00, which contains identical bulk reagents as lot number 16419li00, was calibrated and the calibration met instrument specifications. All control values met control specifications and were in the typical range. Three (B)(6)-sensitivity specimens were tested with a retained sample of reagent lot 16417li00 showing normal performance without false negative results. Since the (B)(6)-sensitivity panels were used in this evaluation as replacement of low running positive patient specimens, the primary objective was to obtain a reactive result, which was successfully demonstrated with all three panels. In addition, two commercially available seroconversion panels were tested using reagent lot 16417li00 to assess the clinical sensitivity of the reagent lot. For both panels, reagent lot 16417li00 detected the same bleeds as reactive as the data from the manufacturer. All generated data demonstrate that the performance of the architect hiv ag/ab combo reagent lot 16417li00 is not compromised. Additionally, the performance was investigated by completing a review of manufacturing and testing records for the lot. This review did not reveal any events or issues that may have impacted the performance in relation to the complaint issue. Review of the product labeling concluded that the issue is sufficiently addressed. Based on this data, the product is performing as intended and no product issues were identified.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. This report is being filed on an international product, list number 04j27-27 that has a similar product distributed in the u.s., list number 02p36. (B)(4).